Event description:
Customer reported she has been having issues with inserting the sensor. Customer stated that the needles are not retracting after inserting the sensor and she has to tug on the needle hub to get it out. Customer stated she shoved the sensor back in, connected the transmitter but it did not flash. She removed the sensor and thinks the sensor broke. This issue occurred with a new replacement serter and sensors received. Customer checked the sensor and stated that the cannula is still attached and pulled up through the base. Customer believed the sensor was broken because it was much shorter. Customer was instructed to gently pull the sensor down; it was retracted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.